Manufacturer narrative:
Patient height reported as (B)(6). This report is for an unknown quantity of unknown matrix pedicle screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product codes: mnh; mni; kwo; kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown quantity of pedicle screws loosened. A patient experienced low back pain and bilateral lower extremity pain. On (B)(6) 2012, the patient underwent non segmental pedicle screw fixation at l4-l5 with an unknown quantity of matrix rods, connecting pedicle screws and caps. The approach was a right transforaminal lumbar interbody fusion (tlif) using competitor spine wave staxx peek expandable intervertebral device. It was reported that the patient's face was black and blue immediately after implant surgery. Subsequently, the patient felt that there was something floating in his back. It was reported that the hardware had failed and fell apart like scaffolding. An MRI was taken on an unknown date with unknown results. On (B)(6) 2014, all devices were removed. A special instrument was utilized to remove the loose pedicle screws and the competitor's broken intervertebral device. Surgical delay was unknown. The patient underwent fusion of l4-l5. It is unknown whether any medical devices were implanted for the fusion procedure. The patient experienced constant lower back pain and used a back brace. Concomitant devices reported: competitor staxx peek expandable device (part unknown, lot unknown and quantity unknown). This report is for an unknown quantity of unknown matrix pedicle screws. This is report 1 of 1 for (B)(4).